Manufacturer narrative:
(B)(4).

Event description:
It was reported "nurse opened PICC kit prior to insertion on patient and noticed the wire in the kit was bent. Required the nurse to open a new PICC kit".

Event description:
It was reported "nurse opened PICC kit prior to insertion on patient and noticed the wire in the kit was bent. Required the nurse to open a new PICC kit".

Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 13-feb-2025, should be retracted.